Manufacturer narrative:
The complaint device remains implanted and is not available for evaluation. No conclusions can be made. Product history records were reviewed and indicate the product met release criteria. There have been no similar complaints reported for this lot of product.

Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a patient is complaining of glare in the right eye only. A capsule defect appeared during surgery on the right eye. The haptics were placed in the sulcus and the optic was captured in the capsule behind the anterior leaflets. The surgeon stated the patient's visual acuity in the right eye was fine following the implant surgery. Additional information has been requested.